Event description:
It was reported that the target lesion was located in the second obtuse marginal (om2) with no calcification. The mini trek balloon was advanced to the lesion for pre-dilatation. However the balloon ruptured during the first inflation at 8 atmospheres (atm). No resistance was noted during advancement to the lesion. An unspecified stent was implanted to successfully complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.